Manufacturer narrative:
Patient identifier-race:unk. Date of event: unk. Expiration date, implant-explant date: unk. Initial reporter name and address: unk. Device manufacture date: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a lens was implanted upside down in the patient's eye. Reportedly the lens was repositioned. No further details available.